Manufacturer narrative:
During an interventional procedure, a 6x4 80cm powerflex extreme percutaneous transluminal angioplasty (pta) balloon catheter ruptured as it was starting to inflate at four atm. There was no reported patient injury. The device was not returned for evaluation. A product history record (phr) review of lot 82215118 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics and procedural factors, although unknown, may have contributed to the reported event. However, with the information available and without return of the product for analysis it is difficult to draw a clinical conclusion between the device and the reported event. According to the safety information in the instructions for use ¿balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During an interventional procedure, a 6x4 80cm powerflex extreme percutaneous transluminal angioplasty (pta) balloon catheter ruptured as it was starting to inflate at 4atm. There was no reported patient injury and the device will be returned for analysis.